Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the u409 can trasceiver on the computer/analog board. Pin 3 on u409 was shorted. Additionally the insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted. The root cause for the shorted u409 transceiver and shorted igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor and reported that the monitor was displaying a service code.